Manufacturer narrative:
(B)(4). A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The insulin pump passed the displacement test. The insulin pump was received without the original battery cap, cracked select button keypad overlay, stained keypad overlay, scratched case, pillowing keypad overlay, and case cracked behind the pump near the battery compartment. Unable to verify battery cap damage due to missing battery cap.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the battery compartment and battery cap was loose. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.